Event description:
A customer tested her blood glucose using her contour link meter and received a reading of "lo" (less than 10 mg/dl). She retested using another contour link and received a reading of 8.2 mmol/l (148 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.